Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an anterior cruciate ligament reconstruction two of the truespan meniscal repair system peek 12 degree got stuck in the inserter and would not deploy. The complaint device was received and evaluated. Visual inspection reveals that there are no anomalies or structural damage on the outside of the device. The stop tube was cut to verify the presence of the implants and they were missing. The suture and the implants were not received along with the device. The red trigger was tested several times and it works as intended. According with the visual inspection and condition of device received, we cannot test the device functionality, thus; this complaint cannot be confirmed. Based on the testing, there was unable to be replicated for the described issue; therefore, cannot determine a specific root cause why the customer experienced the reported failure. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed which cause deployment failure. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 4l74124, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament reconstruction, it was observed that the truespan meniscal repair system peek 12 degree device got stuck in the inserter and would not deploy. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.